Event description:
It was reported that there was noise on the atrial channel when the ventricular cable was connected and the atrial port open. Technical support (ts) explained to the caller the need to close the open channel with another cable and other options. Ts suggested that the caller monitor the situation and return the programmer if necessary. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).